Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the ventilator displayed a blue screen. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. Communication with the biomedical engineer indicates that the issue is related to a user interface malfunction, requiring the replacement of the mainboard. Customer has placed the order and the replacement mainboard and it will be replaced to resolve the issue.